Event description:
It was reported that prior to the procedure to implant an xact stent in the right internal carotid artery, the patient experienced left body numbness. The symptoms worsened during and after the procedure. The patient was diagnosed with a stroke and treated with lovenox. The patient was also noted to have hypotension during the procedure, which was treated with intravenous fluids and resolved overnight. The decreased sensation persisted. Head CT was negative for acute findings but revealed evidence for chronic infarction in the right posterior temporal occipital lobe. Neurology was consulted and reported the event as hemisensory syndrome and ataxic hemiparesis. The patient was discharged to home on (B)(6) 2012 and the condition is improving. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there were no reported product deficiencies. The reported patient effects of cerebrovascular accident (stroke) and hypotension are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.